Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-17769. The patient received 2 scs leads with the same lot number. It was reported the patient is expecting positional stimulation changes. It was also reported diagnostics showed low and invalid impedance values for the scs lead(s). Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.